Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient race/ethnicity and diagnosis, and further event information was not provided.

Event description:
It was reported to the bd interoperability consultant team that there was a pump alarming, and an unspecified adverse event occurred in the emergency department. Due to the pump alarming for air-in-line, the nurse removed the tubing set from the pump and administered via pressure bag. There was air noted by the clinician in the IV tubing set at some point during fluid administration via pressure bag. Bd requested the pumps be sequestered and keystroke logs be downloaded and sent to the bd interoperability consultant. After evaluating the hl7s and the keystroke logs from the pumps, it was noted that maintenance IV fluid of normal saline 1000 ml was hung at a rate of 999ml/hour at 03:14:39 on (B)(6) 2021. Per the keystroke event logs from pumps: pcu serial number (B)(4) and lvp serial number (B)(4) there were multiple auto-restart events. The start key was pressed 5 different times, and the re-start key was pressed 8 different times. There was a delay programmed but it was canceled right away. The pump alarmed at the following times for infuser occluded on patient side: 03:33:54, 04:26:51, 04:28:52, 04:29:10, 04:29:29. From 03:14:39 to 04:02:07 the volume of fluid infused was 631.862ml. From 04:02:07 to 04:31:05 the volume of fluid infused was 1.212ml. Total infused from 03:14:39 to 04:31:05 was 633.074ml. It was reported there was life-threatening patient harm, and it is unknown what extent of damage occurred at this time. Although requested, further information was not provided.

Event description:
It was reported to the bd interoperability consultant team that there was a pump alarming, and an unspecified adverse event occurred in the emergency department. Due to the pump alarming for air-in-line, the nurse removed the tubing set from the pump and administered via pressure bag. There was air noted by the clinician in the IV tubing set at some point during fluid administration via pressure bag. Bd requested the pumps be sequestered and keystroke logs be downloaded and sent to the bd interoperability consultant. After evaluating the hl7s and the keystroke logs from the pumps, it was noted that maintenance IV fluid of normal saline 1000 ml was hung at a rate of 999ml/hour at 03:14:39 on 4.20.2021. Per the keystroke event logs from pumps: pcu serial number (B)(6) and lvp serial number 13467189 there were multiple auto-restart events. The start key was pressed 5 different times, and the re-start key was pressed 8 different times. There was a delay programmed but it was canceled right away. The pump alarmed at the following times for infuser occluded on patient side: 03:33:54, 04:26:51, 04:28:52, 04:29:10, 04:29:29. From 03:14:39 to 04:02:07 the volume of fluid infused was 631.862ml. From 04:02:07 to 04:31:05 the volume of fluid infused was 1.212ml. Total infused from 03:14:39 to 04:31:05 was 633.074ml. It was reported there was life-threatening patient harm, and it is unknown what extent of damage occurred at this time. Although requested, further information was not provided.

Manufacturer narrative:
The report of a pump module alarming for air in line was not confirmed. A portion of the pcu event log and the customer¿s dataset were received for investigation. The pcu event log shows pump module s/n (B)(6) was programmed to infuse maintenance ivf (drugid 1) at a rate of 999ml/hr with a vtbi of 1000ml at 3:14 am on 20 april 2021 via a remote IV request and ran until 4:29 am when the device was channeled off. The volume recorded as being infused during this period was 633.074ml. During the infusion, the device alarmed for patient side occlusion 6 times (3:33 am, 4:25 am, 4:26 am, 4:28 am, and twice at 4:29 am) for patient side occlusion and the infusion was able to be restarted after each alarm. There were no occurrences of air in line alarms during the reported event date. A review of the device history record showed the device had a manufacture date of 04 august 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.